Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient experienced elevated blood glucose levels of 350mg/dl with nausea. The patient reportedly was asleep and upon waking up this was his blood glucose level. The patient indicated that the pump was emitting loss of prime warnings at the time. This report is being made based on the allegation that the patient experienced hyperglycemia related to response to loss of prime warnings.

Manufacturer narrative:
Follow-up #1 date of submission 05/18/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A "pump not primed" warning was noted in the pump alarm history. The rewind, load and prime steps were successfully performed on the pump with no alarms noted. There were no issues found with the force sensor. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The "pump not primed" was found in the pump history but not duplicated during testing. Animas has conducted a review of the device history record for this pump on (B)(6) 2012 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.